Event description:
The clinician reports, that the implant was inserted (B)(6)2012 in fdi 36 of the patient's mouth. On (B)(6)2018, fracture of the implant was verified. No product was returned to the manufacturer for investigation. There were no patient operative or post-operative complications reported.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
Nothing was reported.